Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, the patient was calling with wife insulin flow blocked received 3 times during a bolus delivery yesterday which was happened during lunch time yesterday. The patient was finally able to do a successfully bolus after fixing the tubing. The insulin flow blocked alarm event was occurred in past and resolved. No further information available.